Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of a calcified common femoral artery using a proglide after an angiogram procedure, using a 6fr sheath. Reportedly, after the guide wire was removed from the proglide device a suture break occurred. Manual arterial compression was applied to achieve hemostasis; however, a large hematoma developed. A cut down was performed to treat the hematoma and the artery was sutured closed. There was a reported clinically significant delay in the procedure due to the cut down. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties, patient effect and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks or tensioning angle is not being coaxial due to circumstances of the procedure. The reported patient effect of hematoma is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. D9, h3 - the device was initially reported as returning for analysis but has now been reported as not returning because it was discarded at the account.